Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the battery life diminished from the first day, some batteries lasting less than 7 days, had scratches or damage on the display, rainbow effect making it hard to read, it had done a dual reset in the middle of the day, was hearing unusual grinding noise different from the normal rewind noises, had an unexplained and random no delivery alarm which was resolved by infusion set change and had an error code alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.